Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported through social media that the patient had experienced hypoglycemia. The patient's blood glucose level was not provided. Reportedly, the pod malfunctioned and delivered an excessive amount of insulin. As a result, the patient experienced loss of consciousness. No additional information regarding symptoms, medical treatment, or patient outcome was available. Additional good faith effort (gfe) attempts were not possible due to the lack of patient contact information. Therefore, the available information is limited.